Event description:
The user facility reported that the patient was on impella 5.5 support for 14 days when patient had ventricular tachycardia storm and was intubated. The family made the decision to withdraw care and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Tachycardia: the root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.